Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder overheated. It was reported that the hemopro dc extension cable did not malfunction, since it was used with the replacement kit to complete the procedure. The hospital reported no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to cardiac surgery on (B)(4) /2010, for investigation. Visual inspection revealed that the jaws were very burnt, the metal tip that holds the jaws was bent and detached from the shaft, and the tissue welder was stuck in the cannula. Resistance measurements were found to be out of specification. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test by activating and deactivating when the toggle was switched on and off. Based upon this, the reported failure "device remains activated" is confirmed. A device lot history review was performed and there were no non-conformities that could have attributed to the reported failure mode. A supplemental report will be submitted if additional info is obtained. (B)(4).